Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received motor error alarm as well as received errors codes. Customer¿s blood glucose level was unknown. Customer stated that the unexplained no delivery alarm and rejected new battery alert. The device will not be returned for analysis.